Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: dtba1d1 crt-d, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to emergency room with a shocking sensation which had been happening continuously for forty five minutes. Per follow up, there were no shocks delivered to the patient, the sensation was caused by stimulation the right ventricular (rv) lead was reprogrammed to pace from the tip to the coil. The patient reported no sensations in the pocket after the reprogramming. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.